Manufacturer narrative:
The device was returned for analysis. The reported sutures failed to deploy was confirmed as a needle to cuff disengagement. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A sterile device from the same lot was returned and testing was successfully performed with no anomalies noted. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional seven proglide devices with the same issue referenced are filed under separate medwatch report numbers. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with eight proglide devices were attempted in a common femoral artery using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sutures failed to deploy with eight proglide devices. Three additional proglide devices were used for successful suture placement using the preclose technique. The tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from the three additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.